Event description:
According to the reporter, during a laparoscopic appendectomy, while preparing to suture the ovary, the needle and suture were introduced into the abdominal cavity through the trocar. Only the suture was visible under the laparoscopic view, as the connection between the needle and the suture had detached. After removing the trocar, the needle was found and another clip was used to continue the surgery. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g2, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, while preparing to suture the ovary, the needle and suture were introduced into the abdominal cavity through the trocar. Only the suture was visible under the laparoscopic view, as the connection between the needle and the suture had detached. Another clip was used to continue the surgery. There was no patient injury.